Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. No unexpected numbers ramping noted. Unable to perform functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or test the operating currents, off no power alarm and unexpected low battery alarm due to no button response. The insulin pump had minor scratched display window, scratched case, cracked case at the display window corner, scratched reservoir tube window, cracked reservoir tube lip, missing the end cap sticker and stained address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 156 mg/dl. Customer's blood glucose at time of call was 416 mg/dl. Customer was wearing the device at time of hospitalization. Customer declined troubleshooting. Customer will not be returning the device for analysis.